Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up will be submitted following the plant's evaluation.

Event description:
The patient called to report that during drain # 2 of 4 (drain volume unknown) of last night's treatment, the cycler generated an air detected in cassette alarm message. The patient stated to have completed the treatment with manuals. The patient also stated that when she was at the end of the treatment screen, she removed the cassette, and there was fluid leaking from within the cassette door. It was advised to the patient to discontinue the use of the cycler. The patient stated that she would revert to manuals until the replacement cycler arrives. It was recommended to the patient to contact her nurse to inform about the incident, and the cycler replacement. During follow up with the patient's clinic it was reported that there have been no adverse events or medical intervention due to the leak event. The set has not been made available for evaluation.